Event description:
Recurrent thrombosis of ivc extending down to r&l femoral veins requiring multiple days of tpa directly into clot. Cordis trapease filter used. Pt's current status: is home with self care. Pt has been receiving anticoagulation therapy from implant date until approx 1/02 when they were asked to stop coumadin in preparation for laparotomy and splenectomy. Pt is currently on anticoagulation. Pt has contraindication for anticoagulation given recent splenectomy and postoperative bleeding on coumadin.